Event description:
It is reported that in 1995 pt underwent left total hip replacement. Post-operatively the femoral stem loosened and as a result, the hip was revised in 1997 where a depuy solution femoral stem and new trilogy elevated rim liner was placed.